Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated under testing with a test battery. Review of the device activity log did show activity consistent with the customer's report. The battery pins were replaced as a precaution. It is noteworthy to mention the non zoll battery used at the time of the reported event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while monitoring a female patient (age unknown), the device would intermittently power off and on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a female patient (age unknown), the device would restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.